Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative reported "a left side rupture with silicone leakage and swollen lymph nodes", pain, depression and anxiety due to the recall. Device has been explanted and replaced with a non-allergan device.

Event description:
Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: - anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. - depression: unable to observe as it is a medical event that is not related to the device. - pain: unable to observe as it is a medical event that is not related to the device. - lymphadenopathy: unable to observe as it is a medical event that is not related to the device. - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: - red and yellow particles on the surface of the shell. - deformation observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's representative reported "a left side rupture with silicone leakage and swollen lymph nodes", pain, depression and anxiety due to the recall. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.